Event description:
It was reported to philips that there was a fire in the device's equipment room. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. Early morning, hospital cleaning staff noticed smoke coming out of the system equipment room. The sprinklers activated and flooding in the other equipment room. The fire occurred at 4am and was under control by the fire department within 15 minutes. The philips field service engineer (fse) inspected the system onsite and observed significant damage to the rear of the generator cabinet caused by the fire and the system was inoperable. Upon troubleshooting, fse found that fire occurred in a mechanical room. The unit which caught fire had been pulled away from its normal position on the wall opposite the double access doors. The unit is typically left freestanding rather than secured to the wall, allowing access to the mechanical components. The cooling unit in the r cabinet was burned extensively hence it was considered that the initial ignition was most likely started by the cooling unit in the r-cabinet. Investigator identified that there was a connector with pink residue, which seemed to be coolant that had leaked through to a corresponding tube. The wiring and tubes directly below the cooling unit were melted and severely burned. In the past, a drip tray was installed on applicable cooling units underneath the connectors. However, looking back over the pictures of the burn site, a drip plate was not present. Philips nss and bu advised that the system is no longer usable and will need to be replaced. Fse implemented the correction. The codes were updated based on the investigation outcome.